Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient had her entire spinal cord system removed in (B)(6) 2012 due to infection. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).